Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the device would power off due to a failure of the main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. The device evaluation has started , however, it has not yet been completed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "power cut off". The problem found during an unknown event. There was no patient harm, no user injury reported due to the event.